Manufacturer narrative:
(B)(4) date sent to the FDA: 12/17/2015. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure (B)(6) 2012. Following the procedure, the patient experienced a recurrence of stress incontinence, dyspareunia, mesh exposure and extrusion. It was reported the patient underwent periurethral bilateral excision of mesh. Additional information has been requested.

Manufacturer narrative:
Corrected information: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.